Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. The device met all material specifications as received. The evaluation revealed a broken tip on returned device. Complainant's event typically caused by prying/leveraging of the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the threaded tip of the k-wire broke off and was not retrieved. The fragment was left in as it was not prominent in the dorsal or plantar planes. Case was a left foot osteotome second digit plantar plate repair. Follow-up investigation: on (B)(6) 2016 patient underwent a left foot weil osteotomy plantar plate repair 2nd digit fusion procedure. Surgeon was using the .062 threaded k-wire from the plantar plate repair tray when the tip of the k-wire broke off in the patient's toe. The wire is buried in bone in the 2nd metatarsal head. Tip of the k-wire was not retrieved. The missing piece of k-wire was discovered after use. The facility measures all k-wire after each use. The remaining portion of the k-wire is being returned for evaluation.